Event description:
It was reported that patient was experiencing increased pain and ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital policy.